Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the system error 105. It was determined that the alarm was caused by a failed motor. As a result, the failed motor was replaced.

Event description:
It was reported that a pump alarmed for a system error 105. It was also reported that the alarm was reproduced at the facility during testing and there was no pt involvement.